Manufacturer narrative:
On 9-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a side port leakage issue occurred. It was reported that a backflow of blood was noted in the pressure bag attached the side port of the vizigo sheath during the procedure. The vizigo was replaced with a new one, but the issue persisted. The procedure was continued using the second sheath despite the issue. There was no visible damage to the sheaths. The hemostasis valve did not dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were identified. No leakage was observed neither in the hemostatic valve nor in the side port. A device history review was performed for the finished device 00002480 number, and no internal actions related to the complaint were found during the review. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU (instruction for use): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) biosense webster manufacturer's reference number (B)(4) has 2 reports for two separate vizigo sheaths. 1) manufacturer report number: 2029046-2024-00325; 2) manufacturer report number: 2029046-2024-00327.

Event description:
It was reported patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a side port leakage issue occurred. It was reported that a backflow of blood was noted in the pressure bag attached the side port of the vizigo sheath during the procedure. The vizigo was replaced with a new one, but the issue persisted. The procedure was continued using the second sheath despite the issue. There was no visible damage to the sheaths. The hemostasis valve did not dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has 2 reports. Manufacturer¿s reference number: (B)(4).